Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the issue. No information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error during a case that resulted loss of ventilation. The patient was switched to manual ventilation, the unit was replaced and case resumed. There was no patient injury.